Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was to address a lithium-battery pack issue. Pt reported that they will charge the controller from the ac power supply to 100%, unplug the controller from the ac power supply, and within a day of not using the controller, the controller battery will drain. Pt also reported the controller battery is depleting before they can get a full charge into the implant (ins). Pt noted that before the issues started, they would charge the ins (with the controller battery at 100%) when the ins battery was in the red. Pt noted that they would be able to get the ins battery charged to full and still have battery left in the controller after the charging session. Pt stated that they have been charging the controller from the ac power supply for 15 minutes and the controller battery is still showing the charge your controller battery screen. Pt noted previously the controller would charge from 0-50% in 15m. Pt verified there is no damage on the li-battery pack or pins, no damage to the controller compartment pins, no damage to the recharger (rtm) pins, and no damage to the ac power supply. Pt noted that about a month ago, they noticed seeing a temperature screen and the controller beeping at them indicating the equipment was too warm. Pt noted they were laying on their back, so the equipment got hot likely due to that (because it was "squished" between the couch and the pt's back). Pt noted they let the equipment cool for 5m and was able to resume charging the ins. Pt confirmed the issue started about a month and a half ago (year valid), and about 2 weeks ago they checked all of the cords and pins out to confirm no damage. Pt noted that the issue has been getting worse and the charge in the controller has been lasting a shorter amount of time. A replacement battery pack was sent to the patient.